Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and found that the connector cable from the display to the receiver was loose, which was causing the screen to have streaks and probable due to the movement of the iabp. To fix the issue the fse fixed the signal cable and checked the screen with no further issues. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name in is (B)(6).

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) had a streak on the monitor. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: g1.